Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including preoperative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (symptomatic bradycardia with pacemaker, hypertension, chronic kidney disease) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported from patient support, the patient had transcatheter mitral valve replacement (tmvr) with a 29mm sapien 3 ultra resilia valve via transeptal approach. The care advocate reported that patient went into "heart block" and required an open-heart surgery. The care advocate could not recall the details of the surgery but noted that the patient came back to the ICU with an "external pacemaker". In the coming weeks, the patient was never able to fully recover with complications of kidney failure and the eventual placement of an internal pacemaker. Two months post implant, it was decided that patient would transition to end-of-life care. There, patient lived the remainder of her days until her passing on three days later. According to patient's certificate, the cause of death listed was "symptomatic bradycardia with pacemaker, hypertension, chronic kidney disease, diabetes mellitus type 2, and severe aortic valve insufficiency".

Manufacturer narrative:
Update to b2, b5, h1, and h6; type of investigation and impact code.

Event description:
Per medical record review, the patient underwent off-label transseptal implantation of a 29 mm sapien 3 ultra resilia valve in the native mitral annulus with severe mitral annular calcification. The procedure was complicated by the development of left bundle branch block requiring continuation of a temporary pacing lead and subsequent implantation of a permanent pacemaker on an undisclosed date. Approximately two months and thirteen days following valve implantation, the patient expired, with the cause of death reported as symptomatic bradycardia with pacemaker dependence, hypertension, chronic kidney disease, type 2 diabetes mellitus, and severe aortic valve insufficiency; according to the patient care advocate, the patient did not fully recover due to progressive kidney failure and complications related to pacemaker placement, elected to transition to end-of-life care, and subsequently died.